Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/15/2015 for investigation. Investigation results as follows: visual inspection was performed and found that the top cover was cracked due to the platform being dropped. In addition, it was observed that the autopulse lifeband was falling off because it was unable to lock in place. The visual inspection of the lifeband falling off confirmed the reported complaint of the side clips of the lifeband becoming loose and is related to the reported complaint of the platform displaying a user advisory (ua) 2 (compression tracking error) fault. The channel roller assembly was found to be at fault. A review of the autopulse platform's archive data was performed and confirmed the reported complaint of a ua 2 fault. The archive data showed that ua 2 and ua 18 (max take-up revolutions exceeded) faults occurred on the reported event date of 12/11/2014. However, the ua 18 is not related to the reported complaints. Initial functional testing was performed and did not reproduce the reported complaints. The platform ran for 15 minutes using a test manikin and an additional 15 minutes using a large resuscitation test fixture (lrtf) with no problems observed. Furthermore, a load cell characterization test was performed and showed that both load cells were functioning as intended. Based on the investigation, the parts identified for replacement were the top cover and the channel roller assembly. In summary, the reported complaint of the side clips of the autopulse lifeband becoming loose was confirmed during visual inspection. The reported complaint of the ua 2 fault was confirmed based on the platform's archive review. Per the autopulse maintenance guide (p/n 11653-001), ua 2 is an indication that the autopulse platform has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The lifeband observed falling off during visual inspection is related to the reported complaint of the side clips of the lifeband becoming loose and would cause the platform to exhibit the ua 2 fault. The lifeband falling off was found to be due to the defective channel roller assembly, which was replaced to remedy the reported complaints of the lifeband falling off and the ua 2 fault. The ua 18 fault observed in the autopulse platform's archive review is unrelated to the reported complaints. Per the autopulse maintenance guide (p/n 11653-001), ua 18 is an indication that the patient's chest is too small while sizing the patient (take-up). The physical damage of the cracked top cover is also unrelated to the reported complaints. The physical damage was found to be due to mishandling of the platform. Upon replacement of all parts, the platform was re-evaluated through functional testing and passed all testing criteria.

Manufacturer narrative:
Customer reported that they tested the platform with a new lifeband after the reported event. However, the platform performed one compression, stopped and displayed the following: "user advisory (02), pull up lifeband, check patient alignment, and press restart." Customer attempted to remove and reinsert the lifeband but the message did not clear. A second lifeband was also tried with the same results. Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a resuscitation on (B)(6) 2014, the customer attempted to place the patient on the autopulse platform. However, the straps of the autopulse lifeband were beneath the platform and the mattress of the stretcher. As chest compressions continued manually, the customer reached under the autopulse in an attempt to pull the velcro straps apart so that they could place the straps across the patient's chest. However, the side clips of the lifeband became loose and the crew was unable to deploy the platform. No adverse patient sequelae was reported. No further information was provided.